Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated her fallopian tube") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2015. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain/ constant pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, dyspareunia, fallopian tube perforation, heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 26-aug-2020: pif received. Essure implant state, removal date and intervention required was added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("one of her essure coils had perforated her fallopian tube") in a 23 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state. On (B)(6) 2007, the patient had essure (ess205) inserted. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain/ constant pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). Essure (ess205) was removed on (B)(6) 2015. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, dyspareunia, fallopian tube perforation, heavy menstrual bleeding and pelvic pain to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.